Manufacturer narrative:
The device was received. A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the reported information, it is likely that during advancement through the heavily calcified anatomy, the balloon became compromised and/or damaged resulting in the reported balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Event description:
It was reported that the 7.0x80 mm armada 35 was advanced to the heavily calcified lesion in the right superficial artery. The armada was inflated at 10 atmospheres but ruptured with the first inflation due to the heavy calcium. The armada remained intact and was removed from the artery without incident. The absolute pro vascular was successfully implanted. The 8.0x60 armada 35 was used for post dilatation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.